Event description:
It was reported that the monopolar curved scissors instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the complaint was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.88mm x 2.45mm in size. Additional observations that are related to the customer reported complaint. Due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument. The instrument was found to have tube adapter abrasions. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.